Event description:
It was reported that post-op the atrial lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitants continued: (B)(4) implantable pulse generator - (B)(6) 2012.